Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they use the lead test cables to test the impedance intraoperatively in dbs stage 1. A trainer had advised them on what to do if the connectivity test failed during the setup of a lead test cable, external neurostimulator (ens) and directional leads. However, the failure still appeared sometimes due to the stylet. The physicians reported that the stylet inside the lead was slightly moved out for no reason, leading to improper connection with the lead test cable. They needed to manually push the stylet back in place and the connection test then became ok. It was reviewed that normally the stylet is correctly/sufficiently preloaded in the directional lead. However, when testing with the demo leads, the stylet could easily be moved. It was reviewed that it was possible that when using the lead during the procedure, the stylet might have came out a little bit more at the distal end of the lead, so it was possible the lead was not properly aligned in the lead test cable.